Event description:
New information not included in initial report, that there was no patient involvement, as event occured during testing. Correction made in corrective data on device analysis.

Manufacturer narrative:
Inital report sent indicating fault on pump with the device analysis. The repairs and action taken to replace the peizo and downstream sensor as prevenative meassures. No fault was found, as no indication of event wasi in the event log, nor could the complaint be duplicated during testing. So the final analysis in f code was ' can't duplicate, other problem found; cadd pumps - can't duplicate, preventive action ' also upated in file was no patient involvment, as this occured during testing.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in good condition. The pump was missing the upper back label. The customer reported product problem regarding the distorted piezo was not replicated. The investigator did note however that the pump gave a no disposable alarm when it was powered on. The investigator replaced the following components as a result: front and rear piezo, and downstream occlusion sensor. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.

Event description:
It was reported that piezo was distorted. No patient injury or complications were reported in relation to this event.